Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the batch manufacturing records indicates packs were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar event for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the cement was bluish, so the doctor used a new cement.

Manufacturer narrative:
An event regarding "bluish" color of the bone cement mix involving simplex p cement was reported. The event was confirmed based on evaluation of the returned cement mix sample. Two samples of hardened bone cement were returned for evaluation. One sample, which is considered to be "normal" is off white/beige in colour. The other sample, which is considered to be "discolored" is off white with a hint of grey in color. Medical records received and evaluation: not performed as no medical records were provided. Indicated that all product was manufactured and accepted into final stock with no reported discrepancies. There has been one other similar event for the reported lot. It was confirmed that the powder lot for this bone cement mix contained barium sulphate raw material that was subject to an with a "use as is" disposition for color shift due to barium sulphate raw material. Nc was raised to document the non conformance of barium sulphate to the color requirement defined within (B)(4). Correction child nc was raised to request approval for a use-as-is disposition for barium sulphate batches. Barium sulphate batches y7v21ra092 and y7t06ra078 failed to meet the color specification, and a use as is was subsequently approved. This non conformance, and the subsequent use as is disposition does not represent a systemic failure, and only applies to two batches of barium sulphate. The issue is reoccurring, however, the investigation has demonstrated that the issue does not impact the product quality, and color shift has been assessed via sofha/uai assessment and has been deemed acceptable. Therefore, no further action required.

Event description:
It was reported that the cement was bluish, so the doctor used a new cement.